Manufacturer narrative:
Additional product code: hwc. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code (B)(4)-no code available used to capture change to surgical plan. Surgeon used a cortex screw instead of the locking screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, while attempting to implant the 1.5mm variable angle locking (val) condylar plate, surgeon attempted to insert three (3) different locking screws into one of the holes of the plate, but was not able to lock them to the plate. Surgeon used a cortex screw in place of the locking screw. No patient consequence was reported. This report is for one (1) 1.5mm val condylar plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that no fragments were generated and there was no patient consequence and surgical delay reported.